Manufacturer narrative:
The information provided in date of incident with the initial report was incorrect. The correct information has been included with this report. The information provided in case severity with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. Case severity has been changed to serious injury from malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and the current blood glucose was 295 mg/dl. Customer stated that the blood glucose level was 600 mg/dl. Customer¿s blood glucose was 280 mg/dl at the time of lunch and that was high at 283 mg/dl. Customer when changed the bolus at that time the blood glucose was 156 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, ozo-unk-snsr, unomed inf set.